Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a flexima biliary stent was used during a biliary procedure performed on (B)(6), 2011 (patient age, gender, and weight are unknown). According to the complainant, during the procedure, the device was inserted with a guidewire. The stent was attempted to be deployed; however when retracting the inner sheath, resistance was met and the guide catheter stretched and broke. No pieces of the device detached inside the patient. The broken guide catheter remained within the push catheter allowing the device to be removed in one piece. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. The returned device consisted of the stent loaded on the delivery system via suture; a guidewire was also returned. Visual evaluation of the returned complain device revealed no damage to the stent. The guide catheter was stretched and broken near the proximal end. The proximal piece of the broken guide catheter was stuck on the guidewire and the distal piece of the guide catheter remained inside the delivery system. It should be noted that no damage was noted to the guidewire. The suture was removed from the delivery system to observe the distal end of the guide catheter assembly; kinks (suture impressions) were noted in the distal end of guide catheter, indicating that the suture embedded inside the guide catheter during attempted deployment. The stretched and broken guide catheter indicates that force was exerted during retraction of the guide catheter. The damage noted to the device is likely due to procedural or anatomical factors encountered during the procedure such as patient tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that a flexima biliary stent was used during a biliary procedure performed on (B)(6) 2011 (patient age, gender, and weight are unknown). According to the complainant, during the procedure, the device was inserted with a guidewire. The stent was attempted to be deployed; however when retracting the inner sheath, resistance was met and the guide catheter stretched and broke. No pieces of the device detached inside the patient. The broken guide catheter remained within the push catheter allowing the device to be removed in one piece. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.